Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory; product ID tm90t0 lot# serial# (B)(6). Product type: accessory; product ID a820 lot# serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving unknown medications via an implanted pump. Per the patient, he had three drugs in the pump and was only certain that the main drug was dilaudid. The indication for pump use was non-malignant pain. The patient reported that his communicator would often get stuck at 91% for 5 minutes. He stated that he used the ptm (personal therapy manager) 20 times a day and had pain when he couldn¿t get his bolus or had to wait for the bolus to be delivered. He also stated that over time, after refills, the bolus communication took longer. An email was sent to the repair department requesting a replacement communicator for the patient. No patient harm reported. Additional information received from the patient indicated that the previously reported issue was still occurring. The patient was assisted in resetting the communicator and the patient was able to connect and receive a bolus "fairly quickly". It was noted that the patient held the communicator either directly on their skin or sometimes off of their skin. The patient denied that the handset or communicator had been dropped or gotten wet. After receiving the bolus, the patient started screaming, stating "my leg is kicking me" and "I'm trying to get it to settle down". At the time of this report, the patient's pump was used to deliver clonidine, unknown baclofen, and dilaudid. Dose and concentration information was not reported.